Event description:
A letter was received regarding warranty issues and information that a right handle broke completely during a transfer. Other reported issues include that the device is noisy, battery issues, and the device left the user stranded. Also it was learned that the controller kept popping off. The device at times does not move at all or slowly when it does. The user identified these issues as safety hazards.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m61r, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1125085, rev. J (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Additional information has been requested. It was learned in speaking with the reporter of this event that the power chair was going extremely slow and stated that he almost got run over. The last repair was completed and the consumer decided not to pick up the chair. It has been agreed this device will be replaced.